Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The issue was determined to be caused by a failure of the oxygen blender pca. In addition, s the unit reached the end of its useful life on (B)(6) 2025, no corrective action was taken, and the unit will be processed as lease-up. The unit will be disposed of after processing.